Event description:
An infusion pump that overinfused during patient use. The facility representative stated that no patient injury or medical intervention was involved with this pump. Per the facility representative, the patient is fine, with no problems reported.